Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-nov-2022 to 22-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that determined that the 4.2 drawer board and hh module controller were faulty. A field service engineer replaced the drawer board and module controller to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation es system a drawer failed during an active orthopedic procedure. The customer stated that there was a delay of 1-2 hour delay to dispense bupivacaine. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a faulty drawer board and module controller. A field service engineer replaced the drawer board and module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system a drawer failed during an active procedure. The customer stated that there was a delay of 1-2 hours of medication. There was no report of impact to the patient or user during this event.